Event description:
The employee health department in the hospital received their first shipment of h1n1 vaccine and began vaccinating staff with the highest risk for exposure. As a vaccine box was opened, the rn noted that one of the pre-filled single dose syringes had no label on it. All other syringes in the box were labeled and no seals were broken on the containers. The unlabeled syringe was located in the third slot of five vaccines. The fluid inside the syringe is clear and there appears to be no visual defects to the syringe itself. The remaining doses were given and the packaging as well as the unlabeled syringe were saved. Staff involved in the event commented that they have never had this experience in all of their careers. The manufacturer was contacted and we are awaiting their response. We plan to return the device to them for their inspection/analysis. Manufacturer response (as per reporter) for pre-filled single dose syringes, novartis vaccinesawaiting manufacturer's response. We plan to return the device to them for investigation/analysis.

Event description:
The employee health department in the hospital received their first shipment of h1n1 vaccine and began vaccinating staff with the highest risk for exposure. As a vaccine box was opened, the rn noted that one of the pre-filled single dose syringes had no label on it. All other syringes in the box were labeled and no seals were broken on the containers. The unlabeled syringe was located in the third slot of five vaccines. The fluid inside the syringe is clear and there appears to be no visual defects to the syringe itself. The remaining doses were given and the packaging as well as the unlabeled syringe were saved. Staff involved in the event commented that they have never had this experience in all of their careers. The manufacturer was contacted and we are awaiting their response. We plan to return the device to them for their inspection/analysis. Manufacturer response (as per reporter) for pre-filled single dose syringes, novartis vaccinesawaiting manufacturer's response. We plan to return the device to them for investigation/analysis.